Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the physicians event description, the most probable root cause for the complaint event is related to the patients anatomy (i.e., severely calcified target lesion).

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion in a moderately tortuous entire coronary vessel from ostial to distal. A pre-dilation of the lesion was performed. The affected device was introduced into the patient's body but could not cross the lesion. After further pre-dilation was performed, it was possible the to pass and implant two other orsiro to the medial and distal segment of the vessel. The treatment of the ostial segment of the vessel will be re-scheduled for a rotablator preparation of the lesion and implantation of another orsiro mission.